Manufacturer narrative:
Patient information: patient identifier (B)(6). All available patient information has been included. No additional patient details are available. The service representative inspected the instrument and determined the sample probe was the likely cause. The representative performed troubleshooting procedures, including replacement of the sample probe. Replacement of the sample probe resolved the issue. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results documented after the sample probe was replaced by the service representative. The architect system operations manual addresses operational precautions and limitations, troubleshooting of the fluidics subsystem and troubleshooting of probable causes and corrective actions for erratic sample results, including but not limited to damaged probes. Quality review did not identify an adverse trend for the sample probe. A review of the c16000 tracking and trending data revealed no systemic issues or adverse trends associated with the discrepant result described in this complaint. The c16000 erratic result rate is within acceptable limits with no trends identified. No product deficiency was identified.

Event description:
The account generated a false depressed creatinine sid (B)(6) of 0.76 mg/dl that originally tested 9.33 mg/dl on the architect c16000. A new sample from the patient tested on another architect c16000 generated creatinine of 8.98 mg/dl. The patient is a pediatric female. The account uses a normal female range of 0.570 to 1.110 mg/dl. No impact to patient management was reported.